Event description:
Related manufacturer report number: (B)(4). During an in-clinic follow up, high capture threshold was noted on the left ventricular (lv) lead while low sensing and high capture threshold were noted on the right ventricular (rv) lead. Technical support was contacted and it was also determined that nonsustained oversensing episodes due to loss of capture were noted on the system but it could not be conclusively determined if it was due to the lv or rv lead as both leads exhibited varying and high capture thresholds. Then during lead revision procedure, the rv lead was attempted to be repositioned but the helix could not extend as it was blocked by a small piece of muscle tissue so the rv lead was explanted and replaced; meanwhile, the lv lead was repositioned to resolve the event. The physician also believes that the event involving the lv lead was due to the patient's chronic condition. The patient experienced no consequences.

Manufacturer narrative:
Additional information: b5, d11, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, low sensing threshold and high capture threshold were noted on the right ventricular (rv) lead. Initially, a radiographic imaging was conducted but the cause of the event could not be determined. Then during lead revision procedure, the rv lead was attempted to be repositioned but the helix could not extend as it was blocked by a small piece of muscle tissue. The rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.

Event description:
Additional information received indicating that the inflation noted at the distal tip of the right ventricular lead was an insulation anomaly and not a blockage of tissue.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events were for insulation inflation, low sensing threshold, failure to capture, oversensing, and failure to extend lead helix. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of insulation inflation was confirmed. Visual inspection of the lead found dried blood within the header sleeve region which is consistent with fluid being infused in the region during the procedure. This damage noted is consistent with procedural damage. The reported events of failure to capture, over-sensing, and low sensing threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage noted is consistent with procedural damage.